Event description:
The nurse reported to baxter an issue of misassembled connection shield found before use. The nurse stated that when they opened the packet , they found that the iodine soaked sponge inside was off center and hence the patient could not use it for connection. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The sample lot number is known, therefore, a batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for misassembled was confirmed during sample evaluation . The sample received was visually inspected. The foam on the connection shield was misaligned. The root cause was determined to be manufacturing process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.